Event description:
The customer stated that the insulin pump kept alarming no delivery. The caller mentioned that the drive support cap was loose and continues moving up and down in the chamber. He also stated that sometimes when he is priming his reservoir, the piston will make a popping sound and he could not finish the priming process. The blood glucose reading was 101mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.